Event description:
The customer reported that the system was providing fluoroscopy intermittently. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video assembly circuit board was replaced. The system was then found to be operating as intended.